Manufacturer narrative:
(B) (6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B) (4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was attempting to dilate an 80% in-stent restenosis of another manufacturer's stent located in the moderately calcified, moderately tortuous right femoral artery with a 4.0x40/135 sterling balloon catheter. The balloon was inflated to 6 atms for 120 seconds without any problems. On the second inflation, the balloon ruptured at 12 atms after being inflated for 120 seconds. The device was removed intact. The procedure was completed with a different device. There were no reported pt complications. The pt status is listed as "no problem".